Event description:
Customer reports false positive glucose results with urine test strips. No unnecessary medical procedure was performed. There was no impact to pt health.

Manufacturer narrative:
Customer informed MFR that they were using a non siemens test strip on the instrument. Siemens instrument is intended to be used only with siemens branded test strips. Customer provided siemens branded test strips.